Event description:
The following information was provided through a post-marketing study. A male with a history of retinal detachment and a giant tear had a vitrectomy with a lensectomy in 2006. Residual product was identified on 01/14/2006. Residual product was removed ( no date provided) and the patient's status was reported as recovered on the following month. The surgeon considers this event to be non-serious.

Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.